Event description:
It was reported that during a follow-up, fluctuating and low ventricular sensing was observed during the breathing cycle. Tachyarrhythmia was noted on a stored egm. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.